Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th of august 2025 and 16th of september 2025 recorded an initial pacing impedance of 550 ohms with several abrupt increases to >3,000 ohms since september. Furthermore, a stable shock impedance of 65 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
At 10pm on (B)(6), it was confirmed via home monitoring that inappropriate shock was delivered due to noise. It appears that rv alerts had occurred on hm since around noon on the same day, and noise was also detected. During the outpatient follow-up on (B)(6), no noise was detected under normal conditions, but when the patient rotated their arm, noise was detected. It was decided to perform lead explantation in the near future, and the therapy was temporarily turned off. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.